Event description:
The initial reporter stated they received discrepant results for one patient sample tested with glucose hk gen.3 on a cobas 6000 c (501) module. The sample initially resulted in a glucose value of 620 mg/dl and the value was questioned by the operator. The sample was repeated on different analyzers, resulting in glucose values of 200 mg/dl and 201 mg/dl. The 201 mg/dl glucose value was deemed correct.

Manufacturer narrative:
The glucose reagent lot number was 88232801, with an expiration date of 31-aug-2026. The field service engineer determined there was an issue with the sample probe, rinse mechanism, and liquid level detection circuit board. The rinse mechanism was adjusted and the liquid level detection circuit board was replaced. Mechanism checks and controls were run and all results were good. The investigation determined the service actions resolved the issue.